Event description:
It was reported the bd intima-ii 24gax0.75in prn slm npvc leaked when the nurse performed venipuncture, she saw that blood flowed out from the needle core when the needle core was withdrawn, and small water droplets were visible near the heparin cap.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
DHR/bhr review lot#4052015 the products of this batch were assembled at intima ii auto line 2 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) each. Review the in-process test reports and outgoing test reports, and all test results met the product specifications. Review the production records with no nonconformance, deviation or rework activities. No defective samples and photos have been received for the complaint. The retained sample of this batch is taken for 800mm simulated clinical leakage test and 45psi leakage test. All tests are passed, and no leakage is found at the sample. Please see the attached test reports. Conclusion(s): no abnormality is found on process and retained sample. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Event description:
No additional information provided.